Manufacturer narrative:
System checkout has not been completed at the time of this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was doing a minimally invasive spine fusion at l5-s1 and stated that they weren't comfortable that navigation was accurate. The surgeon brought in flouro to confirm screws on the right side. The surgeon stated that l5 looked a little high and also felt a guide-wire was not optimally placed. Imaging and navigation was aborted due to this issue. There was a reported delay of less than one hour and no known impact on patient outcome.